Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Used medical device declaration for shipping, and authorization to provide asr explanted components forms received. No reason for revision given.update 03/24/2014.part/lot drawn from casebook (B)(4).update rec¿d 01/27/2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. Decontamination form also received (B)(6) 2014. Products are now reportable.this complaint was updated on: 05/12/2014.